Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the microdelivery catheter proximal shaft outer tubing and inner tubing were separated after severely stretching under the strain relief. The microdelivery catheter was kinked and compressed on several places along its proximal, middle and distal shaft including the stent location. The stabilizer was kinked, compressed and jammed in the microdelivery catheter and separated at 7.2cm from its proximal end after kinking. The stent was in the microdelivery catheter in its intended location. The microdelivery catheter was cut and the stent was pushed out using a 0.020" mandrel. There was a lot of blood on the stent. No anomalies were observed with the stent. The damages found on the microdelivery catheter and the stabilizer is indicative of a high friction encountered during use of the system due to a complicated patient¿s anatomy. The high friction may have led the physician to apply excessive force in an effort to deploy the stent. This tensile force can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as kinking and possibly breakage. As complicated anatomy and friction are considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event.

Event description:
Analysis of the returned device found that the microdelivery catheter proximal shaft was stretched and separated. There was no reported clinical consequence to the patient.